Manufacturer narrative:
Medtronic representative performed a navigation system check-out on (B)(4) 2014. Ran a phantom registration on resin head; inspected navigational accuracy on all three stealthstation s7 systems with the microscope interface. Navigation was accurate within 1mm. It was determined that the correct microscope bracket was not selected in the synergy software, causing the inaccuracy. Issue resolved.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged microscope navigation was greater than 5mm inaccurate. The surgeon completed the procedure with the use of the navigation system, the scope interface was not used. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).